Event description:
It was reported that the device may have had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and data was analyzed. Battery voltage - pre/approaching eri weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.731 to 2.628 volts between (B)(6) 2011 and (B)(6) 2012 is before device eri<= 2.6251 volt.